Manufacturer narrative:
On 04/21/2017- date 3m management made the internal decision to file an MDR report for this complaint. 3m completed a retrospective complaint review. This report is now being filed with the FDA due to similar reports where an injury occurred. There was no patient injury associated with this report. (B)(4) report received from the FDA.

Event description:
Customer reported curos jet caps were placed on the IV tubing needleless connectors during a product evaluation. A nurse reported leaking from a connection between the needleless connector and the curos jet cap when the IV tubing was accidentally left clamped. There was no patient injury or harm reported.